Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Stem in varus led to dislocation of the humerus vs glenoid. Surgeon observed on post-op x-ray that the stem and reverse tray and separated. Revision surgery: disassembly with the stem and modification of the position of the tray. Patient was revised and stem was perfectly fixed and kept in place during the revision.